Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient¿s device wasn¿t working as it should be. It was stated they had been going for adjustments every month since implant, but it wasn¿t doing good for the patient. It was further reported the patient had a loss of stimulation. The patient¿s symptoms seemed to be getting worse since (B)(6) 2016. It was noted that the change in therapy/ symptoms were gradual. Indications for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.